Event description:
It was reported that a vns pt's generator was explanted due to infection at the generator site. The pt was not re-implanted and the plan was to put the pt on antibiotics for a couple of weeks before re-implant of vns. F/u with the surgeon's office revealed the infection was confirmed to be (B) (6) and the cause of the infection was unk as the pt had been recently implanted and the infection was found at first dosing appointment with the neurologist. At the moment, the pt's generator was returned to the MFR and is currently undergoing product analysis.